Manufacturer narrative:
Monitor was returned for evaluation. The evaluation of the monitor confirmed the defective monitor display. Patient protection was not affected. During troubleshooting, a reportable malfunction was found. The monitor¿s response buttons were non-functional. There was contamination on the rear response button cable and the response button connector on the ca board. The root cause for the rear response button cable and the response button connector contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.